Manufacturer narrative:
The insulin pump was received with weak battery alarm after battery change due to corroded battery tube however, the insulin pump had normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm noted during our testing. The insulin pump passed functional testing. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a weak battery. The blood glucose reading was 101 mg/dl. During troubleshooting the insulin pump alarmed for off no power. There were no unattended alarms or previously used batteries. The insulin pump was not dropped and the battery cap was not loose, cracked or damaged. The customer was sent a new battery cap, however, it did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.